Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 147210 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 147210 and test base part number 195-430h / lot 141399r. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 147210 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. MFR reference reports: 1221359-2021-02668.

Event description:
The consumer reported two (2) false positive results with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021. This MFR. Report addresses patient two (2) of two (2). The consumer behalf of his wife reported a false positive result with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021. Pcr confirmation testing was performed on (B)(6) 2021 and generated a negative result. Consumer stated she had the common cold and the rhino virus. Although requested, no additional patient information, including treatment and outcome, was provided.